Event description:
It was reported that pump displayed malfunction alarm code 12. It was reported that the customer experienced an elevated blood glucose (bg) level greater than 500 mg/dl. Elevated bg was addressed by correction insulin injection and did not require assistance from a third-party. Technical support provided instructions to reset pump, assisted customer with reset, confirmed malfunction did not occur again after reset, advised customer to continue using pump, and instructed customer to call back if malfunction recurred, and customer acknowledged and understood these directions.